Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump passed displacement test and self test properly. However, loud motor noted during testing. Problem isolated to motor. No loud vibrator motor or unexpected rattling noted during testing. No physical damage noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had audible rattles. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.